Event description:
Description from the customer: "during star up getting error message - 1008, 10106, 1032, 1064. After bypassing current sensor, self test passes without error message. But there is no flow at the main side." (B)(4). (B)(6).

Manufacturer narrative:
The initial assessment performed for the reported issue determined that this reported issue should be made reportable based on the fact that a previous complaint that was deemed reportable. However, upon review of the previous reportable complaint, it was found that the reportable error messages for the previous reported issue(error messages 3008-2 and 3064-2) is not the same error messages as for the issue related to this complaint (i.e. Error messages 1008, 1016, 1032 & 1064). This reported issue also had no patient involvement and would not have been deemed reportable if not for the incorrect linkage of the previous reported issue. Thus, this complaint was made reportable in error. This follow up report will serve as a final report to correct the previous incorrectly reported issue as a non-reportable issue.

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.